Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was "frozen." Additionally, it was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.